Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the small battery drive device triggers were sticking and the unit failed power bench test. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the device triggers were sticking and failed power bench test. Therefore, the reported condition was confirmed. An assessment was performed on the device and found that the upper and lower triggers were sticking and the device failed the power bench test, low power. It was observed that the wire insulation on electronic control unit was damaged, the trigger components were worn, and the seals and bearings were worn. The assignable root cause was determined to be due to component wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.